Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the m button functionality was intermittent. Replaced pendent on image acquisition system (ias). System checkout performed. The imaging system then passed the system checkout and was found to be fully functional. The pedant was returned to the manufacturer for analysis. Analysis found that it was unable to confirm reported complaint. "M-button on pendant was intermittent." Pendant control was tested, and the m button invalidated home successfully, and all other control button functioned as expected. However, visual inspection failed. Display logo was breakaway imaging. Pendant display showed blurry, grainy and pixelated images. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the m button on the pendant was working intermittently. There was no patient present when this issue was observed.